Manufacturer narrative:
Date of event: (B)(4). Date of report: 28aug2019. The product support engineer (pse) advised customer to replace the cpu board. The customer requested bench service. At bench philips service engineer ran performance verification - unable to duplicate customer complaint, however unit came in house with error code 1104 in the event log. Philips service engineer replaced central processing unit (cpu) board. Ran performance verification. Ran unit overnight , all testing passed. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports that the unit is alarming with back up alarm failure code 1104. The customer reported there was no patient involvement.